Event description:
No additional information has been provided.

Manufacturer narrative:
A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Event description:
No additional information has been provided.

Manufacturer narrative:
The device was returned to newcastle university; no product was returned to the manufacturer for investigation. A root cause was unable to be determined with the information provided.

Event description:
An investigation report from an implant retrieval center was received and reported that during examination, the rod failed force testing. Additionally, the end cap was seized and unable to be removed. The rod was disassembled and the outer races, cage, and the rolling elements were heavily contaminated with grey, moist debris. The outer casing was seized within the outer casing, magnet, radial bearing, lead screw, extending bar, and outer casing. No further disassembly was possible, so the drive pin or other internal components were unable to be analyzed. It is unknown why the rod was removed. No additional information is available.